Event description:
It was reported that during a left hemicolectomy procedure during the phase of activation, the stapler locked. Trying to complete the suture, the activation bolt detached and one of the two sides of the grey carriage broke off. The procedure was carried out with a new linear cutter. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Results: firing knob dislodged, damaged slip block assembly. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.